Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that one of the leads had disconnected from the heart on the day it was implanted, and disconnected again the day after. In addition, the patient stated that the doctor did an ablation procedure twice, and the lead would not stay. Follow-up with the clinic indicated that the lead had dislodged due to patient anatomy while the physician attempted to implant at the patient's his bundle. The lead remains in use. No patient complications have been reported as a result of this event.